Event description:
It was reported that this right ventricular (rv) lead was repaired using a repair kit for an unknown reason. Surgical intervention was performed to repair the lead which is considered life threatening and the lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.